Event description:
It was reported that the pump showed error message no disposable pump wont run. No patient injury was reported.

Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will return this complaint for further investigation.

Manufacturer narrative:
Other text: b5: additional information received on 19-jul-2022 via email and attached to complaint object: cadd pump serial numbers were received. Patient details were updated in complaint. Relevant tests, relevant history, and whether the patient received medical treatment are all unknown or not provided. The length of infusion was continuous. Volume delivered/remaining when alarm occurred, set flow rate, and position of pump when alarm occurred are all unknown or not provided. No photos of the cassette are available. H4: device manufacturing date: 12-aug-2019.